Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure that an overheating message occurred. The endoscope also spun up/down outside of the surgeon's control. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis could confirm, but not replicate, the reported complaint of the endoscope overheating. No issues were found with the temperature. Good images were found in both eyes. Related errors were found in the logs. The reported complaint of spinning was confirmed and replicated. The spinning issue was due to an endoscope bearing friction issue. There was also mechanical damage found to the button. A log review confirmed the procedure date of (B)(6) 2022 on system sk1772. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the endoscope moved freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.